Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing inhibition one month post implant. The lead was observed to have perforated the heart wall. Additionally, an intrinsic amplitude out of range alert was received in the remote home monitoring system and a health care professional (hcp) inquired why only one alert was received. Boston scientific technical services (ts) discussed that this condition will only trigger a single alert in the remote home monitoring system. An invasive procedure was performed. The lead was explanted, the hole was stitched and closed and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted cuts in the lead insulation at 21.5 centimeters (cm) and 25 cm from the terminal pin and dried blood/tissue noted on the helix and in the neck region. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The cuts in the lead insulation were concluded to be consistent with induced damage during the explant procedure.